Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump sensor was grossly inaccurate and not measuring my blood sugars properly which had resulted in several motor vehicle accident. The customer also stated that they tried to control type 1 diabetes tightly to prevents its adverse effects. It was unknown whether the customer was using auto mode feature. The insulin pump will not be returned for analysis.